Manufacturer narrative:
Correction: medical device problem code section h6 was changed from 1261, c62969 materal fragmentation, to 2907, c63242, detachment of device or device component. Examinations of the returned used device, item aes-90sn, confirm the reported problem, and found the device electrode detached from the probe tip. The detached piece from the electrode was returned per evaluation. While a root cause cannot be identified based on the device evaluation, photo and IFU the likely cause is excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Do not bend probe shaft or alter the device in anyway, damage to the device may occur and or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the aes-90sn, aes-90sn probe assy, suct, sin device was being used during a rotator cuff procedure on (B)(6) 2024, and ¿tip fell off during a rotator cuff was retrieved a few mins delay to get another item and procedure was complete." There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
A sales representative reported on behalf of a customer that the aes-90sn, aes-90sn probe assy,suct,sin device was being used during a rotator cuff procedure on (B)(6) 2024, and ¿tip fell off during a rotator cuff was retrieved a few mins delay to get another item and procedure was complete¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.